Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was wet to emergency care due to site issue and high blood glucose. The customer got cellulitis and customer went above 600 mg/dl. The customer suffered from skin infection. Customer reports that they did not receive medical treatment as a result of site issue. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.